Event description:
The customer reported the ventilator was operating on backup battery power and alarming low battery and then depleted during operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported upon inspection of the unit both rear ventilator circuit breakers were found in the off position. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will switch over to backup battery power if available; if not available the ventilator will shut down and alarm. The customer did not know when the ventilator circuit breakers may have been turned to the off position. The service technician reset both circuit breakers to the on position and the ventilator was functional on ac power. Extended self testing (est) and performance verification testing were completed and all testing passed per specifications.

Manufacturer narrative:
Device circuit breakers found in off position.